Event description:
Oncology service pt had a central line placed in the or. Pt was presented to ed the evening of eight days later with bleeding at his central line site. Ed report indicates no known history of trauma to the line or line site. A chest x-ray was taken which revealed the line was broken with a fragment of the line in the pt's right atrium. The pt was admitted to the picu dept for observation and the line fragment was removed the next day in cardiac catheterization lab.